Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a 24-hour urine test and usn revealed normal-sized kidneys without echogenicity. The patient's estimated glomerular filtration rate (egfr) was in the 30's. The patient also had some baseline proteinuria of around 1 gram. The patient received increased fluids to manage this renal dysfunction, but the creatinine has remained elevated. The patient remained actively listed for kidney transplant.

Event description:
It was reported that the patient had elevated creatinine levels. The patient received increased fluids but the creatinine has remained elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.